Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain. It was reported that the patient reported that the myptm (patient therapy manager) went too slow after they took a bolus and it locked them out longer than what it was supposed to be. The patient stated they can have it every 4 hours, but just now they took one at 9: 24 and it was locking them out for 5 hours and 9 minutes and other times it was been locking him out 7 hours or 11 hours. The agent walked the patient through clearing data on the handset and redirected the patient to their healthcare provider to further address the issue. It was reported that the patient was allowed 4 boluses a day.